Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The device successfully completed all self tests without any alarms or error messages. Connected known system trainer and known balloon, and initiated auto-fill. The iabp unit functioned correctly and ran on system trainer without any alarms or error messages. Further troubleshooting revealed (3) "no trigger" alarms on february 3rd; the fse was unsure whether or not those alarms were related to the reported incident. The iabp unit is functioning correctly at this time. The fse then performed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. As part of the pm the fse replaced the safety disk. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer's biomed reported that the cs300 intra-aortic balloon pump (iabp) was not pumping and balloon was not inflating or deflating while it was in use on a patient. No patient harm was reported.